Manufacturer narrative:
Concomitant: product ID 8598a, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type catheter. Product ID 8590-1, lot# n338664, implanted: 2012-(B)(6), product type accessory. (B)(4).

Event description:
The catheter was revised. The device system was delivering morphine. The reason for the revision, patient symptoms, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The following information was previously reported under manufacturer report # 3007566237-2014-03720: [it was reported that the catheter had come out of the intrathecal space a little. There were no associated symptoms described, no known interventions performed, and no event outcome reported. In addition, no device, patient, or drug information was provided. Further follow-up was requested to obtain additional information.] Additional information confirmed that this was a duplicate report of this manufacturer report # (3004209178-2014-23986). All additional information will now be reported under this manufacturer report #.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the reporter was not sure why the revision was needed, and thought that a normal end of service (eos) pump replacement was done at that time, but could not confirm.